Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 random opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed a required test as the sensor is beyond its expiration date.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 108 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised a replacement sensor was sent out. The sensor was returned for analysis.